Event description:
As reported by edwards affiliates in canada, during a transcatheter aortic valve replacement (tavr) procedure, a non-edwards balloon was used to perform pre-dilation. The procedure was reported to be successful. Following removal of all devices, a split distal tip was observed on the 14fr esheath plus. No patient injury was reported.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As per imagery evaluation it was confirmed that the distal tip of the esheath was torn and not split as reported. The perceived root cause of the event is related to balloon interaction during pre-dilation.

Manufacturer narrative:
Update to b5, b7, and d9. Update to type of investigation.